Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood as instructed in the user's guide. Evaluation of the returned cartridge confirmed a dialysate leak at the balance chamber of the cartridge which most likely developed during the treatment. The cycler alarmed appropriately. The user's guide includes the following warning, "the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Leaking fluids could also cause a person to slip or fall. Always tighten and recheck patient vascular access and all fluid lines, connections and clamps. Secure the blood access device to the patient. Visually inspect the system periodically for evidence of leaks. Terminate treatment if leak can not be resolved." Investigation concluded that the dialysate leak was most likely associated with a potential misalignment of the fluid management pathway within the cartridge as well as certain lots of pvc films used in cartridge manufacturing that may have been less robust. Nxstage has initiated a voluntary recall of the affected cartridge lots. The event has been reviewed with facility staff. Additional training regarding troubleshooting alarms has been provided. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A system alarm occurred and a clear fluid leak was observed during a routine hemodialysis treatment. Rinseback was not completed due to clotting of the cartridge, resulting in an estimated blood loss of 190cc. The patient reported feeling weak. A 400cc saline bolus was administered. No other medical intervention was required.